Manufacturer narrative:
The lead was returned with no reported event. As received, only the distal portion of the lead was returned in one piece. Visual examination found two external abrasions due to friction to the device can breaching the optim sheath only. The silicone insulation beneath was intact.

Event description:
This report is to advise of an event observed during analysis.